Event description:
Patient had an aortic neck diameter greater than 28mm. The length was less than 15mm and it was angled. However, the initial implant procedure went well with no endoleak pressure noted on the final angiogram. A follow up exam noted a proximal type I endoleak. A main body extension and another manufacturer's stent were placed, but the endoleak persisted. At this time no further action is to be taken.